Event description:
It was reported that a needle air leak occurred. An icerod 90 degree MRI needle was selected for the index cryoablation procedure. During preparation, however, there was an air leak observed. The procedure was completed using a different device of the same model. There were no patient complications reported.